Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator. The caller stated that someone had showed then a picture of an implant battery exploding. No symptoms or further complications were reported as a result of this event.